Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts from proximal row 7 towards the center of the stent profile were distorted and lifted distally from the balloon. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple slight kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 4.00 x 28 synergy drug eluting stent was advanced to treat the lesion. However, during the procedure, the physician had difficulty placing the stent through a non-bsc guide catheter and adjusted it. The guide catheter touched the stent and it looked like the guide catheter pinched the stent and resistance was encountered. When the stent was removed, the physician noted that the stent was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 4.00 x 28 synergy drug eluting stent was advanced to treat the lesion. However, during the procedure, the physician had difficulty placing the stent through a non-bsc guide catheter and adjusted it. The guide catheter touched the stent and it looked like the guide catheter pinched the stent and resistance was encountered. When the stent was removed, the physician noted that the stent was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.